Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 1 month post implant of this mitral bioprosthetic valve, it was explanted and replaced due to the anterior mitral leaflet partially flailing. No additional adverse patient effects were reported.